Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on behalf of a patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a missing sensor wire upon sensor insertion. Sensor was inserted at the abdomen on (B)(6) 2015. Patient did not see any portion of the sensor wire in the pod or protruding from skin. No additional event or patient information is available.